Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of the battery failure was due to a defective battery (rapid decline in cell voltage). The exact cause of the defective battery was utd. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported automated impella controller (aic) battery and battery communication failures occurred. The aic was replaced, and the case continued. There was no reported patient harm.